Manufacturer narrative:
Device image analysis indicated monthly current trends was normal and voltage has reached eri. Device image also showed that device was set auto-capture mode. When auto mode is enabled, the device adjusts output based on pacing requirement which may cause the estimated longevity to change. Longevity assessment was performed, and device was found to have exceeded the estimated longevity. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and battery was at eri level.

Event description:
Additional information received noted the pacemaker was explanted and replaced on (B)(6) 2021. The chronic leads were connected to the new device. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02409 it was reported that the patient presented remotely via merlin.net. Upon investigation, the pacemaker was found at elective replacement indicator (eri). In june 2020, the device battery indicated 1 year and 4 months. In (B)(6) 2021, the battery went down to 4 months. The nurse believed this was a sign of early battery depletion. The right ventricular (rv) lead was also noted with high capture threshold that had increased since implant. No changes were made. No patient symptoms were reported.